Manufacturer narrative:
The reported failure of active exhalation verification test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of patient harm. The device was not reported to be in patient use. The trilogy 100 device failed an active exhalation proport valve open and purge valve closed test during evaluation at the manufacturer's service center. The device's active exhalation control module (aecm) was replaced to address the issue of the failed test. The device was re-tested and once again failed an active exhalation proport valve open and purge valve closed test. The technician recommended replacing the device's system and central processing unit (cpu) boards to address the issue. Additionally, the device failed a 02 low flow test step for which an adjustment of the grey removeable foam was necessary to remedy. No repair was performed. The device was disqualified from recertification, and it will be scrapped.